Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle went through the catheter and was difficult to advance. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the catheter was difficult to advance. The needle pierced through the catheter and did not advance well.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jul-2023. H6: investigation summary: bd received an unsealed (B)(4) gauge insyte autoguard unit from lot 0286280 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that there was media present. Also, the needle was retracted. Next, a leak test was performed on the returned unit and leakage was observed coming from the near the middle of the catheter tubing. The engineer then inspected the device under a microscope to see if they could identify the cause of the leak. Upon microscopic inspection, the engineer noticed a v-shaped cut in the catheter tubing. This was indicative of the needle piercing through the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine the exact cause of the needle spear through as the device had already been opened and handled.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle went through the catheter and was difficult to advance. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the catheter was difficult to advance. The needle pierced through the catheter and did not advance well.